Event description:
The company was informed that the patient had head trauma. The patient reportedly developed an edema and pain at the implant site. The patient was prescribed prednisone for two weeks; however the treatment was not successful. One week later, the patient developed purulent secretions and skin necrosis. The internal device was extruding through the skin. The patient's device was explanted.